Event description:
The leica oh5 microscope was in or and plugged into the extension cord. It was turned on, balanced, and ready to use for the operation. The truvision was attached and no problems were noticed. The case was being started when a foul odor was noticed in the or. Suddenly smoke was seen rushing out of the back and side of the microscope. The microscope was quickly turned off and unplugged. The or was visibly smokey and the foul odor was noticed for over an hour after the incident.